Event description:
A malfunction alarm identified as "malf 12" was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue arises again, and they acknowledged this guidance. No additional outcome information was provided.